Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure.according to the complainant, during the procedure, the cut wire broke when bowing the device; no part detached inside the patient. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.